Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42mg/dl. (Customer does not know what happened she was wearing the pump) the customer relayed symptoms of high blood glucose. The customer was treated for the low blood glucose with shots and food. Customer¿s blood glucose level was 147mg/dl at the time of the call. Customer received replace battery now alarm. New battery resolved the issue. Product will not returned for analysis.